Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model number: sc-2316-50, serial number: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedance. It was noted that one of the patient's lead had small fracture. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well postoperatively.